Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not save the anotation correctly on images. No pt injury was reported.